Manufacturer narrative:
Concomitant product(s): product ID: 3389-40, lot# 0209659136, implanted: (B)(6) 2015, product type: lead. Product ID: 3389-40, lot# 0209659137, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A manufacturer representative reported high impedances were measured after the implant of the patient's system. Impedance testing was performed and found high, out-of-range "both unipolar and bipolar" impedances with the patient's left brain system. The physician then "reconnected the lead-extension and the extension-implantable neurostimulator (ins) connectors, but it still showed high impedances" on that side. There was no patient injury or death from the event. The patient was to be followed-up with one month after implant to assess the patient's condition and to turn on their stimulation. Additional information was requested; a supplemental report will be filed if additional information is received.